Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer received excessive no delivery alarms. Caller reported to have tried all remedies without resolution. Customer's blood glucose was 480 mg/dl. During troubleshooting, caller reported that cannula was bent. Caller stated that infusion set was inserted manually while customer sat due to being in a wheel chair. Caller inserted successfully with customer standing and did not receive a no delivery alarm. Customer's blood glucose was 502 mg/dl.